Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr discovered that the reported alarms was actually a transducer fault and the touch screen was locking up. It is currently unknown which transducer was affected or if it was affected by the touchscreen locking up, but the touch screen locking up is a reportable event. The fsr has ordered replacement parts to complete his evaluation of the device and is awaiting delivery. Any additional information received from customer or fse will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the vela ventilator, it was alarming ext ler. The customer reported that the device was not on a patient at the time of incident.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a transducer fault error and that the touch screen locked up intermittently. The fsr replaced the main board and completed performance testing.